Manufacturer narrative:
(B)(4). The customer reported no battery back up and the device was giving a misleading charge indication. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no battery back up and the device was giving a misleading charge indication. There was no reported patient involvement.